Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a patient line disconnection, a use error/breach in aseptic technique and subsequent peritonitis. The peritonitis was manifested by abdominal pain. The home patient reported that the patient line (cassette line) disconnected from the transfer set due to the patient not securing the connection tightly. The patient reconnected without following proper procedure which resulted in a breach in aseptic technique due to a touch contamination. The patient was not hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with unspecified intraperitoneal antibiotics (doses and frequencies were not reported). On an unreported date, the patient was retrained on the proper disconnect procedure and proper aseptic technique. At the time of this report, the patient was recovering from the peritonitis and dianeal therapies were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it provides step-by-step instructions for properly connecting the patient line to the transfer set. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.